Manufacturer narrative:
The use of an alcon cannula may have contributed to the event. There may be a dimensional tolerance issue between the inner diameter of the cannula and the outer diameter of the laser probe.

Event description:
A distal piece of the laser probe dislodged while retracting through an alcon cannula. The surgeon retrieved the piece from the back of the retina.